Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported fall, patella component fracture and subsequent revision/replacement of the component cannot be determined and the patient ¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery was performed on an unspecified date, the patient experienced a fall on his patellofemoral joint and the patella component was fractured. This adverse event was solved by a revision surgery where the patellar component was extracted and replaced. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).